Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not boot up. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the system failed to boot up successfully due to a malfunction in the host pc. To resolve the issue, fse replaced the host pc. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.